Event description:
A customer reported encountering a continuous glucose monitor (cgm) error, specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a pump reset process, after which the error did not reoccur. The customer was then advised to wait 20 minutes before starting their sensor session, which they understood and acknowledged.